Event description:
Removal of endosseous dental implant due to loss of integration. Implant was placed in site #21 in class ii bone in routine surgery. Implant had not yet been restored.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected failrue rate for this procedure as published in the scientific literature.